Event description:
During evaluation of a homechoice, cassette a leak was found. There was a cut in the cassette sheeting that caused the leak.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: cut in sheeting. Leak testing performed with the following issues noted: cut in sheeting. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Cassette sheeting was replaced with lab sheeting and ran on homechoice machine with no alarms noted. Sample was confirmed for the reported problem.